Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as it's own brand labeling of abbott vasculars drug eluting stent in the u.s.

Event description:
It was reported that during the index procedure on (B)(6) 2011, the patient was implanted with a bare metal stent (unknown type) to the proximal circumflex artery. No procedural complications were reported during the case. The patent was discharged on (B)(6) 2010. On (B)(6) 2011, the patient was rehospitalized and underwent a successful percutaneous coronary intervention to the right coronary artery with the deployment of a 3.0x18 mm drug eluting stent, and post dilatation to complete the case. The patient was discharged on (B)(6) 2011. No additional information was provided. On (B)(6) 2012, the patient expired due to cardiac insufficiency. No autopsy was performed.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.